Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.5 x 12mm nc emerge balloon catheter, a 2.50mm x 8mm nc emerge balloon catheter was also advanced for dilatation. However, during the third inflation, the balloon exploded. The protector tip was also noted to be damage. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated with new information.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.5 x 12mm nc emerge balloon catheter, a 2.50mm x 8mm nc emerge balloon catheter was also advanced for dilatation. However, during the third inflation, the balloon exploded. The protector tip was also noted to be damage. No patient complications were reported, and the patient condition was good post-procedure. It was further reported that during the initial or second inflation at nominal pressure for 7 to 10 seconds, the balloon burst. Neither the balloon nor a segment of the balloon detached inside the patient after it burst.